Manufacturer narrative:
The patient interface device has not been returned for evaluation. Concomitant device nim 3.0 mainframe 8253001, serial # (B)(4), lot # n/a, 510k# k083124. The device has not been returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The surgeon reported there was a problem with the interface. No patient impact reported.